Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and the display goes blank. The blood glucose at the time of the incident was 288 mg/dl; treated with manual injection. The customer stated that he had changed the site multiple times and the alarm would return but was working at the time. He also reported that there was an occasion where the keypad was not responding or the screen was frozen. Troubleshooting was performed and insulin did exit the tubing during prime. The customer declined to receive a replacement. The device will not be returned for analysis.